Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: a sample evaluation could not be performed as the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately one year post deployment, the patient presented with right arm pain and abdominal pain; a CT-abdomen showed that filter struts extending outside the caval wall into the adjacent retroperitoneal fat. Therefore, the investigation is confirmed for perforation of the ivc wall. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date:10/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated the retroperitoneal fat and the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.